Event description:
Boston scientific received information that this right atrial (ra) lead was suspected to be dislodged which made the phrenic nerve to be stimulated. This was determined through the aai pacing because when pacing was off altogether there was no stimulation. Furthermore, x-ray was taken which showed no p-waves sensing. Additional information received from the field representative indicates that the lead was dislodged as confirmed through x-ray. The physician opted to re-program the device to vvi. At the moment no invasive procedure was planned. The ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.